Event description:
International affiliate reports three expedium di polyaxial drivers were returned in a loan kit missing their tips. It is not known when or where tip breakage occurred. As it is possible that the broken screws were left in a patient, possible within an implanted set screw, a medwatch report is being filed to document the event. See mfg. Medwatch reports 1526439-2012-00191 and 1526439-2012-00192 for the two other expedium di polyaxial drivers that were involved in this event.

Manufacturer narrative:
Depuy synthes spine has requested return of the expedium di polyaxial driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.